Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The blood glucose level recorded was 105 mg/dl, which is within the normal range. The customer is returning the device, and a replacement pump has been arranged.